Event description:
Abiomet impella 5.0 pump purge tubing was discovered to be cracked. Needle inserted into purge set in sicu as per instruction of company rep. Pump unit identified as sn (B)(4). Purge filter released to company rep by sicu nurse; (B)(6) 2017: pt improving, impella discontinued in main operating room. Impella 5.0 set, ref: (B)(4).